Manufacturer narrative:
The patient returned two test strips for investigation where they were tested using reference meter and retention controls. Testing results (qc range = 2.1 ¿ 3.3 inr): qc 1: 2.9 inr, qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Initial reporter occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek xs meter serial number (B)(4) compared to a laboratory stago max analyzer with neoplastin reagent. The patient's laboratory result was 2.4 inr. The patient's meter result within 45 minutes was 3.2 inr. The patient's therapeutic range was 2.0- 3.0 inr. The patient's testing frequency is "every two weeks unless out of range."